Event description:
Additional information was obtained indicating the procedure was a lung ablation, not a liver ablation.

Event description:
The customer reported that three days following a liver ablation procedure, the patient showed bad lab values. A CT scan showed a hole/necrosis in the ablation area. The patient was transferred to another hospital and the concerned lobe of the lung was removed surgically. The patient is doing well. The devices used in the original ablation procedure are still in use and are not being returned to covidien for evaluation.

Manufacturer narrative:
(B)(4).

Event description:
The customer originally reported that the device functioned properly and would not be returned to covidien for analysis. The customer indicated that the device performed as expected and, according to the surgeons, the result was as planned with an ablation area 32x40mm.

Manufacturer narrative:
(B)(4). The incident generator was received for evaluation. The investigation did not identify any conditions that would have caused or contributed to the reported event. A review of the device history record indicated that this serial number was released meeting all specifications as manufactured.

Manufacturer narrative:
(B)(4). The incident generator is still in use at the hospital and is not being returned to covidien for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.